Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the attention icon. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed internal electrical leakage that could deplete the internal hybrid layer capacitor (hlc) batteries; defibrillation therapy may not be available if needed.